Event description:
Urine sample tested negative for protein, 100 ul for leukocytes and normal for glucose. Same sample repeated gave result of 25 mg/dl for protein, negative for leukocytes, and 1000 mg/dl for glucose. The same sample was then manually tested, protein value was trace, leukocytes were negative, and glucose value was 1000. Results were not reported. If add'l info is received, appropriate notification will be provided.